Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient with a known extrinsic outflow graft obstruction (eogo)showed up with progressive decreasing pump parameters and intermittent low flows. Clinically the patient was stable. Diagnostics were re-freshed and the computed tomography (CT) scan showed a progressive eogo with substantive progression of the obstruction between the bend relief and the graft. The patient was scheduled for stenting of the affected area that day. MFR# 2916596-2024-52848 for eogo onset.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The stenting was performed. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) progression was confirmed via the submitted computed tomography (CT) images; however, a specific cause for the reported eogo could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms were confirmed in the setting of eogo; however, a specific cause for the low flow alarms could not be conclusively determined through this evaluation. Review of the submitted CT image confirmed a reduction in the lumen of the outflow graft beneath the bend relief that appeared consistent with eogo. Comparison of the submitted image to images previously submitted under cs-205845 found that the reduction in the lumen of the outflow graft appeared to have increased/progressed. The system controller event log file contained events from 31aug2025 through 01sep2025. Intermittent low flow faults and subsequent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.